Event description:
It was reported that approximately 4 months ago during a procedure there was evidence of a release of the silicone cap that protect's fixation setscrews. No additional details are available.

Event description:
It was reported that approximately 4 months ago during a procedure there was evidence of a release of the silicone cap that protect's fixation setscrews. No additional details are available.